Event description:
It was reported the patient underwent an initial right total hip arthroplasty. Subsequently was revised due to pain, metallosis, osteolysis, and pseudotumor. During the revision noted cloudy fluid, metal debris throughout the joint and destruction to the gluteus medius. The head and taper were exchanged with a bearing placed and gluteus medius was repaired without complications. The stem and cup remained implanted. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#us157856 lot# 618850; cat# 139256 lot# 717810; cat# 11-103207 lot# 976430. (B)(4). Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: elevated metal ions. Soft tissue and pseudotumor noted to anterolateral hip. Large cloudy fluid encountered, large metallic debris throughout the hip joint. Stem and acetabular component are well fixed and intact. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02570; 0001825034 - 2022 - 02572.